Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up, the patient received appropriate but unsuccessful atp therapy for vt episodes. Programming changes were made. Patient was stable and will continue to be monitored.